Event description:
It was reported that the pump¿s sleep/wake button was unresponsive, with no vibration feedback and failure to unlock despite prolonged presses, though the screen could be unlocked when the device was placed on the charger; cleaning, handwashing, case removal, and isolated tapping did not resolve the issue, and a replacement device was arranged with instructions provided for shutdown, data syncing, and return. Symptoms included hyperglycemia up to 400 mg/dl for several hours without ketone testing, professional intervention, or acute complications. Outcomes included temporary inability to access normal device functions until charging allowed screen access, after which supplies were changed and use continued. Investigation included guided troubleshooting and user education, verification of charging function, and confirmation that the wake button remained nonresponsive off the charger. Investigation of this device revealed a nonresponsive sleep/wake button on the user interface component, consistent with a hardware malfunction that was not resolved by cleaning, case removal, or technique correction.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.